Event description:
The customer reported to baxter that the squeeze pump on a blood set broke during patient use on an unknown date, causing blood leakage. No sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Since the product code and lot number are unknown, a 510k# cannot be provided.